Event description:
The pt reported that, while changing the piston rod of his insulin infusion device, the piston rod stuck while it was retracting. He stated it retracted all the way but then stuck and made a grinding sound. He said he was able to get it to move forward slightly, insert his new insulin cartridge and prime the tubing but was afraid this might reoccur. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.